Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer; promus element plus, mr, ous 2.50 x 32 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of damage with struts on the proximal end and mid-section lifted and pulled distally. The undamaged crimped stent od outer diameter was measured and is within maximum crimped stent profile specification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 28june2019. It was reported that crossing difficulty occurred. The target lesion was located in the coronary artery, a 2.50mm x 32mm promus element plus drug eluting stent was advanced to treat the lesion, but failed to cross. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed a stent damaged.